Event description:
It was reported that the patient was reviewed again and the same lead is continuing to cause the patient discomfort due to being too superficial. The patient underwent a surgical procedure to remove the lead. The lead was partially explanted at the incision site, the distal end was cut off and removed, and the remainder of the lead was abandoned and connected to the implantable pulse generator (ipg). Post operatively, the patient was stable and was discharged from the hospital the same day. The lead was retained by the hospital and was not returned.